Event description:
It was reported that, one (1) stem impactor rod was used to extract the implanted synergy stem. During the extraction process, the tip of the stem impactor rod broke off inside the implanted synergy stem. Upon stem removal it was confirmed that the tip was inside the implanted synergy stem. No x-rays needed as per staff surgeon. No pieces fell inside the patient. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. For the synergy stem, device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. For the impactor rod, the device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of previously escalated cases concluded that this failure was further investigated and addressed through design change evaluations. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. For the synergy stem, no details about the cause of the revision surgery were provided, therefore no factors that can contribute can be delineated. The impactor rod is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, one (1) stem impactor rod was used to extract the implanted synergy stem. During the extraction process, the tip of the stem impactor rod broke off inside the implanted synergy stem. Upon stem removal it was confirmed that the tip was inside the implanted synergy stem. No x-rays needed as per staff surgeon. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.